Event description:
Female patient passed initial hearing test on (B)(6) 2013 and later test (unknown date) showed passing 2/6 frequencies

Manufacturer narrative:
At this time, the information provided by the user facility is insufficient to determine the cause of the reported issue. Only a name of device and initial test results (attached screening report) was provided by the user facility. User facility stated that a patient was tested on (B)(6) 2013 passing 4 out of 4 frequencies on both ears. At a later time (the exact date is unknown), a second test was performed, and patient passed 2 out of 6 frequencies per user facility. With the information provided, (B)(6) is unable to determine the root cause of the failure. Details of diagnostic evaluation, dates, and data, and complete medical history including risk indicators for hearing are necessary to determine if delayed onset of hearing loss occurred post-screening if additional information becomes available, a follow-up report will be submitted. Not returned for evaluation/investigation.